Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A company representative reported occlusion issues during several procedures. The customer thought the cassette was the cause and a new one was taken. There was no patient harm and the surgeries could be finished. Additional information has been provided by the facility. The occlusion issue occurred during the first and the third procedures on the same day. Priming and testing went well. When the sculpt phase was started, an occlusion sound notification occurred. The handpiece was flushed, a new needle was taken and another handle used. The cassette bag was notice to be still completely empty and the tubings did not flow. Priming and testing were repeated. After that, the surgery could be completed without any further issue. When this problem happened again with the third patient, priming and testing were immediately repeated and the procedure also could be continue normally. Additional information has been requested but not received to date. This is one of two reports being filed for the same facility. This report is for the first procedure.

Manufacturer narrative:
Evaluation summary: as the customer did not retain the finished goods lot number, the device history record and lot history of the cassette could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings; damaged o-ring (ultraflow irrigation/aspiration handpiece only); clogged tip; kinked or damaged tubing; cracked blue fitting. Recommended solutions: reconnect securely; inspect o-ring and replace, as necessary; flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest; check tubing and/or replace cassette (fms); check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned.